Event description:
It was reported that a patient was revised to address a fractured xia rod and a migrated unknown set screw. This report captures the xia rod.

Manufacturer narrative:
Additional data: d9, h3. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.